Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the atrial fibrillation procedure, the catheter had been inserted into the patient and withdrawn several times and it was noted that the image was no longer displayed. It was noted that the tip of the catheter was fractured and could not be read. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.